Manufacturer narrative:
(B)(4). Conclusion : the products have been manufactured according pre-defined specifications. Based on the limited available data, it is not possible to determine the exact root cause of the reported dislocation of the t.e.s.s.®. The reported dislocation prior to the second revision surgery could be due to the absence of one of the screw (removed during the 1st revision (2nd surgery of the patient)) and/or the patient¿s subscapularis tendon insufficiency. Pursuant to the applicable instructions for use ¿dislocation or subluxation of the prosthetic components may be the result of inadequate and/or incomplete insertion, incorrect positioning and/or movement of the components. Relaxation of muscle and fibrous tissues can also contribute to these phenomena. Trauma may cause loosening or migration of the prosthetic components¿. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3006946279 - 2017 - 00260, 3006946279 - 2017 - 00261. UDI unique device identifier (B)(4). Concomitant product(s):- p1700485 tess glen insert s2 lot 0000859828. P1700136 tess hum centred head 48mm lot 0001069725. P1700332 tess glenoid cmtless bseplt s2 lot 0001141097. P1700004 tess glen hum screw 4.5x30 lot 0001174143. P1700004 tess glen hum screw 4.5x30 lot 0001164126. P1700136 tess hum centred head 48mm lot 0001069725. P1700446 tess hum anatomical corolla s3 lot 0001142834. P1700128 tess hum stem small lot 0001160372. P1700055 tess glenoid screw 4.5x25 lot 0001190544. Report source- foreign. The event occurred in (B)(6). PMA 510(k): this product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under 510(k) number k060694. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to shoulder dislocation. The patient was implanted with a cementless glenoid and new femoral head. No further information has been made available at this time.